Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the hospital due to pressure drop and a rash (arm and leg), was subsequently diagnosed with peritonitis. The same day, the patient received unspecified treatment for the event and pd therapy was discontinued. On an unreported date, the patient was discharged home. Six days after event onset, the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. Pd therapy was not ongoing at the time of death. No additional information is available.